Manufacturer narrative:
Two ultrasonic scalpels that were reprocessed by ascent were used during the procedure. The complaint facility stated that one scalpel wouldn't coagulate or approximate and it was easily replaced with another scalpel. It was reported the second scalpel did the same thing and was easily replaced as well. However, it is unknown what the second scalpel was replaced with. Nine attempts were made to obtain additional information about the procedure but no additional information was provided to ascent. The facility did state that there was no patient injury. The complaint devices were not returned to ascent for an evaluation so no root cause could be determined. A maude database search revealed that the original equipment manufacturer has received similar complaints which indicate there is no direct relation between ascent's reprocessing steps and the reported failure mode but rather a direct correlation with generator settings and/or end user technique. Ascent's instructions for use state: "higher generator power level is warranted for greater tissue cutting speed and for greater coagulation use a lower generator power level. The amount of energy delivered to the tissue and resultant tissue effect are a function of many factors, including the selected power level, blade characteristics, grip force, tissue tension, tissue type, pathology, and surgical technique." The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during a procedure two ultrasonic scalpels "wouldn't coagulate or approximate." The devices were easily replaced and the procedure was completed. No patient injury was reported.